Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the failure of the lens and the light guide bundle was optical component problem, but the cause of failure of the lens and the insertion tube and the light guide bundle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device had a crooked and dented lens body, a broken lens, and a fractured light guide bundle. There was no patient involvement.